Event description:
It was reported the patient had a lead revision done in 2012. No symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-56, lot# 0204742472, implanted: (B)(6) 2012, product type: lead. Product ID: 3487a-56, lot# 0204562529, implanted: (B)(6) 2012, product type: lead. (B)(4).